Event description:
It was reported that 1 bd syringe 1.0ml 31ga 8mm plunger was difficult to move. The following information was provided by the initial reporter : the consumer reported that prior to injection and trying to draw the plunger rod is difficult to move. Samples : yes.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned a single 1.0ml syringe with no other identification. The plunger rod was pulled and pushed along the length of the syringe. While there was some resistance to the plunger rod being moved, the amount of resistance was not significantly different than any other syringe. The syringe still retains its functionality. A review of the device history record was completed for batch# 7044696. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for smeared stoppers. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 1.0ml 31ga 8mm plunger was difficult to move. The following information was provided by the initial reporter : the consumer reported that prior to injection and trying to draw the plunger rod is difficult to move. Samples : yes.